Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing.